Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and observed that the protective footplate had been drilled into and cutter device was stuck inside. It was determined that the cause of the craniotome malfunction was failure to follow the directions for use. Thus, when the burr device was improperly loaded into the attachment device and then installed onto the drill device, the burr device did not seat properly in the locking chamber. The attachment device was forced into position which placed the distal tip of the burr device in compression. At this point, the tip of the burr device was in direct contact with the neuro tip of the attachment device. When the drill device started, the burr device drilled into or through the neuro tip. It was further determined that the component damage was caused by user error. It was further determined that the cutter device being stuck was indicative of corrosion and misaligned bearings from normal use over time. Therefore, the reported condition was confirmed. The assignable root cause of the component damage was determined to be due to user error and the bearings from normal use over time. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during service and repair pre-testing, it was discovered that the cutter device got stuck in the craniotome device. During in-house engineering evaluation, it was observed that the protective footplate had been drilled into and cutter device was stuck inside. The event was not related to surgery. There was no patient involvement. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.